Event description:
Follow up information identified the patient underwent surgical intervention to explant the ipg.

Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to charge the ipg and lost communication with external devices. As a result, the patient may be awaiting ipg replacement.